Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: moderate tenderness, good rom, 5mm laxity, x-rays show loosening with collapse of the medial tibial tray, synovitis with no obvious infection, during revision it was noted there was no loosening, but the underlying bone appeared to have fractured, loss of acl. A definitive root cause cannot be determined. Additionally, it is unknown the cause of the patient falls. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial left medial unicondylar knee replacement. Approximately 20 years post op, the patient was converted to a total knee arthroplasty due to pain, ligament laxity, and varus collapse of the medial tibial component. During the revision, it was found that the tibial component was well-fixed, but the bone underneath had previously fractured and healed with very sclerotic bone. Loss of the acl was also noted. The knee was converted to a total arthroplasty with augmentation and patellar component placement without complications.